Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functional. The patient reported lack of axial rigidity, and an imaging exam revealed an empty reservoir. A surgical intervention is anticipated. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functional. The patient reported lack of axial rigidity, an imaging exam revealed an empty reservoir, and the pump bulb stayed flat. A surgical intervention is anticipated. There were no patient complications reported.